Event description:
It was reported occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. The customer changed pump supplies and resumed insulin. Occlusions have continued and the customer reverted to manual dose injection for insulin therapy.